Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that 1200ml of tpn was set to administer over 24 hours at a rate of 50ml/h, however 12 hours into the infusion, the user noted that there was approximately 50mls left in the bag instead of the expected 600mls. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of an overinfusion of tpn was not confirmed. Physical inspection of the device noted a crack to the bezel assembly near the lower door hinge area. The device release lever was also noted to be restricted in operation. Analysis of the pcu event log shows two periods of operation on (B)(6) 2016. The 2nd period of use appears to correlate with the reported infusion details. Period 1: ¿ from 21:42hr to on (B)(6) 2018 until 22:07hr on (B)(6) 2016. ¿ the user selected to retain the previous patient and profile details. ¿ the module was in use during the whole period, with an infusion performed at 50ml/hr with a vtbi of 2000ml set. ¿ during this infusion period there was multiple air in line alarms recorded throughout the infusion. ¿ the system was powered ¿off¿ at 22:07hr on (B)(6). ¿ the module had infused 1195.2ml during this period of use. Period 2: ¿ 3 minutes after period 1 was completed the system was powered ¿on¿ again at 22:10hr on (B)(6) 2016. Three pump modules were detected to be connected to the pcu, including pump module s/n (B)(4). ¿ the user selected to retain the previous patient and profile details. ¿ at 22:11hr an infusion was started on the module. The rate set was to 50ml/hr and the vtbi was set to 1200ml. ¿ at 22:12hr an infusion was started on lvp module 14029961 (which was not returned for investigation). The rate was set to 16.6ml/hr and the vtbi was set to 85ml. ¿ at 03:19hr on (B)(6) 2016 lvp 14029961 completed the vtbi and entered kvo mode which the user addressed. ¿ at 03:48hr an infusion was started on lvp module 14029961. The rate was set to 16.6ml/hr and the vtbi was set to 100ml. However a patient side occlusion alarm was recorded after 15 seconds. The user attended to the alarm and resumed the infusion. ¿ at 06:11hr the infusions of both lvp modules 14031643 & 14029961 were paused and then resumed at 06:15hr. ¿ at 09:24hr lvp module 14031643 was selected and the vtbi was set to 100ml, the infusion rate remained at 50ml/hr. ¿ at 09:50hr an air in line alarm was recorded on lvp module 14031643 and then at 09:54hr the system was powered 'off'. ¿ lvp module s/n (B)(4) had infused a total of 579.2ml during this 2nd period of use. From the event log review the pump appears to have operated as programmed and initiated alarms when conditions were detected. During period 1 identified above, the vtbi was set to 2000ml and 1195.2ml was infused during this period. During period 2 the vtbi was set at 1200ml and at the end of this period a total of 579.2ml was infused. During these two periods of infusion a total of 1774.4ml was infused which raises the possibility that the infusion container of 2000ml configured in period 1 may have been used for both infusions however our analysis is not possible to confirm this. Alaris maintenance system software tested both the pcu and lvp. The pcu passed all tests with correct operation and alarm functionality and in-specification results observed. The pump module passed all tests with the exception of the ¿instrument inspection¿ which failed due to the cracks observed on the bezel assembly and the release mechanism was restricted due to dried fluid contamination. The root cause of the customer¿s report was not identified.